Event description:
Patients complain of a burning sensation when extremities are placed in the paraffin bath containing a different brand of wax. The customer felt that the new wax lacks oil. The customer expressed that the lack of the oil creates the burning sensation. No patient injury was reported from the event.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the device was not returned for evaluation, no root cause can be determined.